Event description:
During a clinic follow-up, an increase in the pacing impedance and episodes of oversensing resulting in automatic mode switch were observed on the right atrial (ra) lead. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.